Event description:
It was reported that while unloading the device with a reload, the small metal baseplate of the reload fell off on the back table. The knot was secure. The metal baseplate was retrieved and the case was finished. There was no consequence to the patient.